Manufacturer narrative:
The complainant indicated that the sterling monorail balloon catheter will not be returned for evaluation; therefore, a failure analysis of the device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The de novo lesion was located in the moderately tortuous right external iliac artery. The sterling monorail balloon catheter was advanced to the lesion for treatment and the balloon ruptured at 10 atms on the first inflation. The device was removed from the pt intact without incident. The procedure was completed successfully with a different device. No pt injuries or complications were reported. The pt's status was reported as "good."